Event description:
Provider states serial # (B)(4) buckles not holding when locked.

Manufacturer narrative:
(B)(4). Report # 3007231105-2013-00041 indicting that the oceanvip shower commode chair incident was reportable to the USA FDA. This product is not distributed in the USA, therefore no report was necessary.